Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® precisionglide¿ multiple sample needle green particles of foreign matter were found on the needle. The following information was provided by the initial reporter: customer found green particle on needle.

Manufacturer narrative:
Investigation summary: bd received a sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. Evaluation of the customer samples was performed and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® precisionglide¿ multiple sample needle green particles of foreign matter were found on the needle. The following information was provided by the initial reporter: customer found green particle on needle